Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose (bg) level was 400 mg/dl. An infusion set change was performed and insulin pen was used to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.